Event description:
The customer reported that during colorectal surgery, the device did not seal tissue correctly. It is unk if an end tone, indicating a completed seal cycle, was heard when not sealing correctly. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
Covidien ref #(B)(4). The incident device was returned, evaluated and found to function within spec. The device was tested for activation and sealing function on simulated tissue with acceptable results. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.